Manufacturer narrative:
As no product was returned to edwards, no visual, functional or dimensional testing could be performed. As no lot number was provided, no device history record review or lot history review could be performed. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review is not required the commander delivery system IFU and commander delivery system procedural manual were reviewed. No IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The inflation and deflation difficulties were unable to be confirmed as no device nor relevant imagery were provided for evaluation. As the device was not returned, engineering was unable to perform any visual examination, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. Additionally, as no lot number was provided, a DHR review was unable to be performed. However, a review of the IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. Review of the provided 3mensio report revealed mild ovality in the annulus (index 0.11) and lvot (index 0.18), indicating near-circular and mildly elliptical geometries, respectively. Additionally, the aortic root is angled at 54 degrees and significant tortuosity is observed in the right access vessel and abdominal aorta. Although no tracking or crossing difficulty was reported, navigating through patient anatomy with tortuosity and high aortic angulation may have caused temporary kinking or twisting of the delivery system, potentially impeding fluid flow and leading to the reported inflation and deflation issues. Additionally, it was suspected that the inflation device (atrion) tubing may have been kinked, or the stopcock was askew (e.g., partially open). In both scenarios, fluid flow could be compromised, contributing to the inflation and deflation difficulties. While a definitive root cause is unable to be determined at this time, available information suggests that patient factors (tortuosity/ high aortic angulation) and/or procedural factors (inflation device tubing kinked, improper stopcock position/ actuation) may have contributed to the reported inflation and deflation difficulties. A product risk assessment (pra) is not required because there are no confirmed product or labeling/IFU/training material non-conformances affecting distributed product and no other trigger has been met. A CAPA/scar is not required because an edwards/supplier defect which could have resulted in the complaint was not confirmed. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), the patient underwent a transcatheter aortic valve replacement (tavr) procedure via transfemoral access through the right femoral artery. During the initial valve deployment, the valve was positioned at an 80/20 aortic/mitral but subsequently migrated during deployment and was ultimately implanted in the proximal descending aorta, just distal to the left subclavian artery. The valve movement occurred during deployment and was attributed to inflation and deflation difficulties. Specifically, the balloon inflation lasted approximately 5-6 seconds and deflation about 5 seconds, which was noted to be slightly slower than normal. The operator called to stop rapid ventricular pacing (rvp) while the balloon was still slightly inflated, and the valve was not fully expanded. This led to the partially deflated balloon pulling the valve out of position. A second valve of the same model and size (29 mm, edwards sapien 3 ultra resilia, model: 9755rsl29a) was successfully implanted in the correct aortic position. The patient remained in stable condition following the procedure. No central leak, device damage, or withdrawal difficulties were reported. The delivery system and sheath appeared intact before and after removal, and no fluid loss was noted. The inflation medium used consisted of 15 ml contrast in a 15:85 contrast-to-saline ratio. The edwards devices used during the case are not available for return as both were implanted. The perceived root cause of the valve migration was a combination of slow inflation/deflation and suboptimal hemodynamic conditions during rvp, where the systolic blood pressure did not drop below 50 mmhg and the pulse pressure was approximately 30 mmhg. These factors contributed to incomplete valve expansion and subsequent displacement. The lack of drop in pressure was due to not rapid pacing at a high enough rate. The rvp rate that the md asked for was 140 bpm, instead of the normal 180 bpm. The root cause of the slow inflation was discussed. The team could not find a specific reason but thought it may have been caused by the atrion tubing being kinked or the stopcock was askew, either of which could have made it difficult to push the fluid into the ds. However, the exact cause was not identified.